Event description:
It was reported that the physician's office discarded the tablet usb cable and will not be returned for analysis.

Event description:
It was reported that the physician's programming tablet was giving an error message "unable to open port". A different usb cable was used with the tablet and the issue resolved. The physician was provided a new usb cable. The nonfunctional usb cable is expected to be returned for analysis, but has not been received to date.